Event description:
While giving an injection with a bd integra syringe, the metal tip of the plunger broke through the plunger stopper. As a result, the patient received less than a full dose of medication. FDA safety report ID # (B)(4).